Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2012, the patient presented with an abdominal aortic aneurysm that was treated with the implantation of gore® excluder® aaa endoprostheses. On (B)(6) 2018, follow-up CT and ultrasound imaging showed device occlusion of the right leg of the gore® excluder® aaa endoprostheses. It was stated that the occlusion was successfully treated with the implantation of an additional device on (B)(6) 2018.

Manufacturer narrative:
Updated date of event and event. Imaging evaluation: post-implantation CT images, dated (B)(6), 2018 were provided to gore for evaluation. The evaluation showed the following: the coronal reconstruction illustrates that the right ipsilateral limb is occluded. The axial image illustrates that the right ipsilateral limb is occluded. The axial image illustrates that the right external iliac is patent.

Event description:
The following was reported to gore: on (B)(6), 2012, the patient presented with an abdominal aortic aneurysm that was treated with the implantation of gore® excluder® aaa endoprostheses. On (B)(6), 2018, follow-up CT and ultrasound imaging showed device occlusion of the right leg of the gore® excluder® aaa endoprostheses. The cause of the occlusion of the device is unknown. The occlusion was successfully treated with the implantation of 4 expandable covered stents on (B)(6), 2018.

Manufacturer narrative:
Code 4112: refer to field b6 for the results of the imaging evaluation.